Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct with great difficulty, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, a lot of force was needed to deploy the stent due to the large amount of resistance felt when they pull back the delivery catheter, but they eventually managed to deploy the stent. Reportedly, the patient felt a lot of pain after the procedure. However, there is no indication that the post procedure pain required intervention. On (B)(6) 2015, during a scheduled stent removal procedure, the advanix pancreatic stent was noted to have migrated completely out of the pancreatic duct and could not be retrieved. The procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix (tm) pancreatic stent was implanted in the pancreatic duct with great difficulty, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, a lot of force was needed to deploy the stent due to the large amount of resistance felt when they pull back the delivery catheter, but they eventually managed to deploy the stent. Reportedly, the patient felt a lot of pain after the procedure. However, there is no indication that the post procedure pain required intervention. On (B)(6) 2015, during a scheduled stent removal procedure, the advanix pancreatic stent was noted to have migrated completely out of the pancreatic duct and could not be retrieved. The procedure was completed with a different device. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."